Event description:
Info rec'd indicates the head of the bed will not go up.

Manufacturer narrative:
The technician isolated the issue to the head up/down valve. He replaced the head up/down valve to repair the bed.